Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a bulge at the base of the penis, the inflatable penile prosthesis (ipp) cylinders were oversized. The pump and cylinders were removed and the physician decide to implant smaller cylinders in length size. There were no patient complications.